Event description:
It was reported that a rise in capture threshold was observed through a merlin.net transmission. No patient symptoms or intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.